Event description:
Per complaint (B)(4). The doctor was unable to remove the fixture mount during surgical implant placement. The implant was replace with another system. The procedure was unable to be completed within the same visit and per the complaint, the procedure was completed with another implant company.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes.